Manufacturer narrative:
(B)(4). Date sent: 5/21/2021. D4: batch # u5eg28. H6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. No damage on the reload could be confirmed due to the reload was not returned.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did the device deliver any staples? The staples at the half of the cartridge were deployed. If yes, were the staples formed properly? No further information is available. If yes, was the staple line complete? No. Did the device cut? => no further information is available. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No further information is available. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Additional information received: no target tissue was damaged by the device pushing out the tissue. Since the surgeon did not realize the jaws clamped a metal at first, and the pulmonary condition is also bad, he did not think the event was caused by the device. The device was fired 5 times after the jaws clamped a metal. It was realized the jaws clamped a metal at the 7th firing. The surgeon concerned about the staple lines of 5 firings that are unknown if the staples were deployed properly were remained in the lung. An additional port was made, and another device was used to suture the tissue for 3 firings, and additional hand suture was performed as well. No problem was observed at the leak test during use. The x-ray was taken post-operative, and no problem was observed. The patient¿s condition is stable as of 6 days after the surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open right lobectomy, the staples at the half of cartridge from the distal end were not deployed properly and the target tissue was pushed out at the 1st firing on the lung. When the device was checked, it was found there was a dent on the middle of the cartridge, so the sales rep and the surgeon checked the operation video, and it was confirmed the jaws clamped a metal during use. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.